Event description:
Report received from the medication error reporting program, a pt was administered 2mls of 10,000 unit/ml heparin instead of 10 unit/ml concentration. The pharmacist was unaware that the pharmacy stocked both 10,000 units/ml and 10 units/ml heparin vials, hence a dispensing error occurred. Both of these products are mfg by different mfrs. Both products are supplied in 1ml clear glass vials with a brown cap and similar labels (esi is a white label with black print and an orange esi logo): heparin 10,000 units/ml is mfg by american pharmaceutical partners, inc and the hep-lock u/p is mfg by esi. Hep-lock u/p has been made in this presentation since 1983. Event that was discovered by the administrating rn in reaction to lab results.